Manufacturer narrative:
Additional information: e1, h4, h6(update codes), h11. H4: the lot was manufactured between january 30-31, 2025. H11: the actual device was not available; however, eight (8) companion samples were received for evaluation. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issue of bubbles was observed or encountered during testing. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked and bubbles were observed in the out let tubing. This occurred during delivery. There was no patient involvement. No additional information is available.